Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg as instructed. As a result, the device became inoperable. A sjm representative met with the patient and confirmed the issue. Subsequently, the patient may undergo surgical intervention to address the issue.